Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that the patient's pump flipped in the pocket. The pump was not able to be interrogated. The surgeon made the pocket smaller and sutured the pump in the pocket. The issue was resolved. No further complications have been reported as a result of this event.